Manufacturer narrative:
Philips has investigated this complaint. It was reported to that the system was not turning on. Upon checking with customer, the customer pressed start to test the scanner, it was not turning on, but they were aware that there was power to the panel and ups. Quote for evaluation and repair service was sent to customer but was cancelled as issue no longer persisted and quote was cancelled. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not turning on. No harm was reported to philips. Philips has started an investigation of this complaint.